Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the customer was able to charge the pump after connecting the pump via computer usb port. In addition, the battery gauge dropped from 40% to 5% while connected to a power source and subsequently shut off. The pump was able to be turned on successfully. The customer's blood glucose level was 113-213 (mg/dl). During follow up, the customer reported that the alert had not reoccurred.